Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory. Patient was stable post procedure.